Event description:
It was reported that the inner box of this subcutaneous implantable cardioverter defibrillator (s-ICD) was not delivered as expected. As a result, a replacement was requested, and the device was not used. No patient was involved.